Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The insulin pump was unable to perform the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to blank display. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked belt clip slot, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 420 mg/dl at the time of incident. The customer sated that they treated the high blood glucose with insulin pen. The insulin pump will be returned for analysis.